Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer nurse (B)(6) stated that the cns (pu-621ra s/n (B)(6) did not alarm for a v-tach event. The event was over 100 bpm. The heart rhythm is attached. The alarm settings are were not provided. On (B)(6) 2019 nk clinical application specialist (cas) contacted the number provided but the employees who picked up the phone was not aware of the issue and did not know who (B)(6) was. On (B)(6) 2019, (B)(6) responded through email stating the following: long story short, I do not know the root cause. I found out the patient was on a portable bedside monitor at the time. So that means it could have been related to settings at the bedside and not a fault with the monitor back in the telemetry room where the rhythms are watched by staff. As of right now, I have had no more reports of the monitor not alarming fatal rhythms." No additional information was provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation results: customer believed the cause of the issue was due to settings on the portable bedside device. Specific information was not provided. Thus, the root cause of the reported missed alarm is unknown. There were no issues noted with the cns device, pu-621ra s/n 88. Additional information: b4. Date of this report d10. Device availability f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes additional device information: the following field contains no information (ni), as attempts to obtain additional device information were made, but not provided. D11 & c2: concomitant medical device information the following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h2 h7 h9

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for vtach. The patient's heart rate was over 100 bpm. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) did not alarm for vtach. The patient's heart rate was over 100 bpm. The customer stated it may have been a settings issue on their side. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field contains no information (ni), as attempts to obtain additional device information were made, but not provided. Concomitant medical device information.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for vtach. The patient's heart rate was over 100 bpm. No patient harm was reported.